Event description:
The account alleges that the head section raised on its own, resulting in unintentional movement.

Manufacturer narrative:
The technician replaced the left outer caregiver control, which resolved the issue. The device functions as designed. (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.